Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a (B)(6) female patient with severe aortic stenosis required implant of a 27mm portico valve. The patient's vascular route was severely calcified over the bilateral common iliac and aortic arch and tortuous anatomy. A non-abbott sheath was used as outer sheath and then the patient's aortic valve was pre-dilated with a 20mm non-abbott balloon. The 27mm portico valve was loaded and delivered by a large flexnav delivery system. There was strong resistance when the portico-flexnav system traveled to the descending aorta and could not be pushed forward. An attempt to replace the non-abbott safari guidewire with a non-abbott lunderquist wire was attempted for better support but failed. Therefore, a double wire was attempted to straighten the route but failed again. The non-abbott 19f ultimum outer sheath was replaced with a 65cm 20f sheath. There was strong resistance when advancing the sheath but eventually the sheath successfully passed the hinge over the descending aorta. Due to the challenging vascular access, the portico valve had been loaded over 45 minutes. The flexnav delivery system was replaced, and the 27mm portico valve was re-loaded. The portico-flexnav system successfully traveled to the aortic valve and was positioned at an optimal depth (3mm below the non-coronary cusp and 4mm below the left-coronary cusp). The 27mm portico valve was deployed and transthoracic echocardiography (tte) showed minimal paravalvular leak. The patient's vital suddenly dropped while preparing for post-dilatation. A tte confirmed cardiac tamponade. Pericardiocentesis was immediately executed, and the patient was put on extracorporeal membrane oxygenation (ECMO) while receiving two rounds of chest compression. During this time, it was decided to convert the patient to open-heart surgery. The 27mm portico valve was explanted and replaced with a 21mm epic supra valve. There was no evidence of a rupture or tear over the annulus or a left ventricular outflow tract (lvot) obstruction. It was suspected that there was an aortic dissection that caused the bleeding (cardiac tamponade). The patient also had a surgical aortic root repair. At the time of report, it was note that the patient was hemodynamically stable but had not regained consciousness after the surgery. No additional information was provided.

Manufacturer narrative:
An event of paravalvular leak, cardiac tamponade, aortic dissection, and valve explant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined, but may be due to the patients severe calcification and tortuous anatomy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na

Event description:
N/a.